Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. The customer also reported a blood glucose level of "high" on continuous glucose monitoring. Reportedly, the customer was using their cartridge beyond labeling. The high bg was addressed with a manual injection and a correction bolus via the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.